Manufacturer narrative:
The field service engineer (fse) found torn vacuum tubing on the rinse unit. The fse repaired the tubing. Precision testing was performed with results within specification. The customer performed qc with results within the acceptable range. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for na electrode (na), k electrode (k), and cl electrode (cl) on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample tested for na and cl. The initial na result was 164 mmol/l. The repeat result was 136 mmol/l. The initial cl result was 76 mmol/l. The repeat result was 98 mmol/l. The repeat results were from a different c501 module and were believed to be correct.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.